Event description:
It was reported that, during urological procedure, the activation button was too stiff to press. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. D4 batch #: x94505. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested with a generator, the hand activation button was found stiff to press. The instrument was disassembled to inspect the internal components and it was noted that the hand activation switch button was misaligned. It is possible that this caused the event reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue.